Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: no further details were provided. The device will not be returned as it was discarded by this hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Explants of rings at sometime during a postoperative period are typically performed for a failed valvuloplasty repair. Although these typically do not represent a malfunction of the annuloplasty ring, they do require reoperation and therefore are considered serious injury. In this case, the customer did not alledge a product malfunction.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was an annuloplasty ring explanted after 6 years 5 months (77.70 months) that was replaced by a carpentier-edwards 6900p valve. The customer did not alledge any product malfunction and did not report any complications to the surgery.